Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's mother is calling on behalf of the customer; daughter is (B)(6). The customer's expected fasting blood glucose test result range is 130mg/dl to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 82 mg/dl. Then, a back to back blood test was performed by the customer non-fasting after eat a snack and produced test results of 583 mg/dl and 428 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2016 and open vial date is 03/03/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.